Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump was under delivering insulin. The customer¿s blood glucose level was 170 mg/dl at time of incident and current blood glucose level was 130 mg/dl. The customer was treated with pump. Customer declined to perform the high pressure test. It was reported that the blood glucose levels were high when he woke. The customer alleged pump was under delivering, because never had a problem until he received the replacement pump. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specifications. Device passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with minor scratched display window, case and keypad overlay.